Manufacturer narrative:
Method: device history record review. Results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records to suggests a contributory factor in the complaint. Conclusion: based on the complaint history, work order search, product evaluation, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Diopter: +04.00. Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Method: evaluation method: lens work order search/search by cartridge lot number. Results: evaluation results:a lens work order search revealed there were no similar complaints within the work order. A claim search by cartridge lot number was performed and no similar complaints were found. Visual inspection of the returned product found no visible damage to the lens. There was evidence of red color residue on lens. Conclusions code(s): (unable to confirm complaint): based on the complaint history, lens work order search, cartridge lot number search and evaluation of the return product, this event could not be confirmed. (B)(4).

Event description:
The reporter indicated a aq5010v +04.00 diopter three piece silicone lens was used. The lens got stuck in injector. No patient contact. Additional information was requested, but none was forthcoming. Unknown if a malfunction occurred.